Manufacturer narrative:
The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.

Event description:
Primary stability couldn¿t be achieved. The product has been returned and the material number updated accordingly. The batch number was also available. The corrected information is provided in this follow up report.

Event description:
Primary stability couldn¿t be achieved.